Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 07/14/2011, 07/18/2011, 08/01/2011 and 08/08/2011 by fax, phone and mail. A completed questionnaire was received on 07/19/2011. (B)(4).

Event description:
A surgeon reported following intraocular lens (iol) implant surgery, the lens shifted position. He stated the patient had limbal relaxing incision (lri) surgery which overcorrected the astigmatism. The surgeon reported due to the overcorrection the lens was exchanged for a monofocal lens and the patient's symptoms have resolved. He noted the iol did not cause or contribute to the event.